Manufacturer narrative:
A field service engineer (fse) was dispatched who found tubing loose at column. Fse cleared the clot and tightened the tubing connections at the column. The device pressure returned to normal levels. While at the site, the customer also reported getting low total areas. Fse flushed the sample needle which was successful in resolving the issue.the device's software was also updated. After the intervention, the customer was able to run calibration, qc, and patient samples with no errors. No further action was required by field service. The most probable cause of the reported event was clog from the filter to the injection valve peek tubing. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015, the customer reported a high pressure error with the g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2015, to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.